Event description:
It was reported that the device failed to boot up properly. There was no report of patient use associated with the reported event

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a failure of ic u8 on the user interface pcb assembly. After proper operation was confirmed, and the device was returned to the customer.